Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was at the emergency room due to high blood glucose of 635mg/dl. It was stated that the treatment given to the customer was unknown at the time. Advised to disconnect the customer from the insulin pump and revert to back up plan. It was stated that the customer was experiencing high blood glucose in the past. No further information was provided.